Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement, it was identified through an x-ray. The patient weighs over three hundred pounds and was using his arms repeatedly to pull himself up from a seated position. Both leads dislodged rv and lv leads accordingly. Dr. Kamran chose not to reposition the leads due to difficult anatomy. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.